Event description:
Additional information was received indicating surgical intervention was undertaken wherein the ipg was explanted and replaced to resolve the issue.

Manufacturer narrative:
Corrected data: h9- fsca number was inadvertently left of the initial report and has been added as: 1627487/07/26/2012/001-c.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-22237. It was reported that the patient experienced heating at the ipg pocket when charging the ipg and redness at the ipg site. Information indicates that the patient continued to charge the ipg with the same charging system and no further heating was reported. Reportedly, the issue was resolved.